Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient was presented remotely via merlin.net transmission, oversensing noise was observed on ventricular lead. This is not a new onset and patient has been monitored from past for the same issue. The patient will be seen in the clinic next month for device check. The recommended programming changes were not made at this time.